Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 03/18/2011 and 04/08/2011 by fax, mail and phone. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported having a pt with a postoperative refraction following intraocular lens (iol) implant surgery. The iol was implanted by another surgeon three or four years ago. The current surgeon does not know what the target refraction was and is not sure if this is a refractive surprise. Add'l info has been requested.